Manufacturer narrative:
The manufacturer previously reported that a trilogy evo o2 ventilator was scheduled for preventative maintenance servicing to be performed by the manufacturer. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the fan verification exhaust fan repair test step. The cooling fan assembly was replaced to resolve the issue. Additionally, the air inlet foam filter and particulate filter were replaced preventatively. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. The exhaust fan assembly was sent to the philips investigation lab (pil) for further testing. Pil was unable to confirm a failure of the exhaust fan assembly. Pil installed the exhaust fan onto the pil trilogy evo stb and used rasp commands to turn on the fan. Pil also started therapy with a test lung and ran therapy for approximately one hour. Pil then tested the exhaust fan on the pil trilogy evo multifunctional test station for fan verification. Pil noted that the exhaust fan passed all testing and operates as designed.

Event description:
A ventilator was scheduled for preventative maintenance servicing to be performed by the manufacturer. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the fan verification exhaust fan repair test step. The cooling fan assembly was replaced to resolve the issue. Additionally, the air inlet foam filter and particulate filter were replaced preventatively. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.